Event description:
Right hip revision of a polarstem size 0 due to breakage. Implantation in 2014.

Event description:
The patient reported a difficult recovery following his initial implantation and went to the hospital emergency room with severe pain. After several months of pain, on (B)(6) 2015 an x-ray confirmed that the stem was broken.